Event description:
Mentor textured saline implants - implanted subglandularly 1997. Adverse reactions began 4 months later with extreme allergic response, decreased immunity auto immune activity, such as: onset of celiac disease, arthritis, thrush, elevated ana levels, dermatitis herpetiformis and various rashes and hives. Also onset of fibromyalgia.